Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for a tavi (transcatheter aortic valve implantation) procedure using a large flexnav delivery system. The valve was implanted at a depth of 4mm but, big valvular leakage and paravalvular leak was noted. A post-dilatation was performed with minor effect with a 28mm non-abbott balloon. Following day, an echocardiogram (echo) was performed and showed valvular leak. A decision was made to implant another valve. A new non- abbott valve was chosen and implanted in the patient. There was no adverse events.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the navitor valve was implanted at a depth of 4 mm, big valvular leakage and paravalvular leak was noted. A post-dilatation was performed. Following day, a echocardiogram (echo) was performed and showed valvular leak. Another non-abbott valve was chosen and implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on cine review performed at abbott, it was likely that the central and paravalvular aortic regurgitation was caused by a combination of bicuspid calcified anatomy and an annulus that was outside the IFU size range of a 35 mm navitor valve. However, the exact cause of the reported incident could not be conclusively determined. The reported surgical intervention was a case-specific circumstance as vale-in-vale was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.